Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was no physical damage on the pump. The reported event was confirmed. A visual inspection of dso show fluid ingression. The dso sensor will be replaced. The root cause of the reported issue was unknown. D5 was unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the down stream occlusion alarm would not work. No patient injury was reported.